Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unknown indication and thirteen days after hospitalization, the patient was diagnosed with peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with fortum injection 1 gram, stat, then once a day, intraperitoneally (ip) and vancomycin injection 1 gram, stat, and then every third day, ip for the peritonitis. It was unknown if the patient had recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.